Manufacturer narrative:
Additional information received from customer maude report.

Event description:
The received maude report from FDA noted the following: "on the primary tubing set at the "stretchy part" of the tubing, the tubing created a balloon when the nurse administered medication in the port above the stretchy part of the tubing."

Event description:
The customer reported that the silicone segment ballooned during patient use. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Additional information: the customer complaint of a silicone segment ballooned was confirmed per picture received by the customer. Visual inspection of the picture received by the customer observed that the silicone segment tubing had a ballooned bulge near the upper fitment.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.